Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis. The current blood glucose was 108 mg/dl. Customer treated for high blood glucose with insulin pump, IV drip, and 6 ivs. The significant events leading to hospitalization was had been sick for about a week. Customer was not wearing the pump at time of hospitalization. They were off the insulin pump less than 48 hours. Customer had stomach issues that week did not realize it was related to high blood glucose. Had all the symptoms of high blood glucose but the meter was saying 150 mg/dl. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer mentioned belt clip broke but has one ordered. Customer was experiencing high blood glucose and wanting to make sure her settings are accurate in the pump. Customer reports pump was not worn during a medical procedure and test around high magnetic field. Performed displacement test which was passed. Customer had recall on sets, got the new sets, her blood glucose have been high for a couple of weeks. No need to ship one. Customer mentions that she cannot get the pump to read the battery due to contacts missing, the metal piece is missing. Customer reports bolus wizard is programmed accurately. Customer had to go at this point, unable to further troubleshooting of the insulin pump. The insulin pump will not be returned for analysis.